Manufacturer narrative:
D4 expiration date - added. D9/h3 product available to stryker ¿ updated. D9 returned to manufacturer on ¿updated. H3 device evaluated by mfg ¿updated. H3 summary attached ¿ updated. H4 manufacturing date ¿updated. There are controls in the manufacturing process to ensure the product met specifications upon release. Visual of the subject retriever device revealed that the insertion tool was kinked/bent. The retrieved coils and the retriever shaped section were damaged. Functional inspection was performed as the insertion tool was flushed, and the retriever was advanced with some resistance experienced. The retriever advanced through the demo trak21 catheter without difficulties. The reported complaint could not be confirmed as the event is procedure/patient related. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information received indicated the device was prepared for use as per the directions for use, there was no damage noted to the packaging prior to opening the packaging and the device was confirmed to be in good condition during preparation/prior to use on the patient. During analysis, the insertion tool was found to be kinked/bent the retriever coils were found to be damaged and the shaped section was found to be damaged. The device was flushed and was advanced with friction going thru the insertion tool. It is probable that the insertion tool was damaged during the procedure. As a result, the damaged insertion tool could have caused damage to the device during advancement into the microcatheter and may have contributed to the reported stent deployment issue. An assignable cause of procedural factors will be assigned to the reported 'retriever difficult/unable to go through catheter shaft, retriever shaped section will not fully open inside vessel and retriever shaped section damage' and the reported as analyzed ¿retriever insertion tool kinked/bent', 'retriever coils damaged', 'retriever shaped section damage' and 'retriever difficult/unable to be advanced out of insertion tool' since these issues are associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu but performance was limited due to procedural and/or anatomical factors during use.

Event description:
It was reported that during one left mca (middle cerebral artery) acute occlusion procedure, when delivering the guider to the left ica (internal carotid artery) c1 tail, then delivered catalyst under the guiding of microcatheter and synchro guidewire to icac7. Flushed and delivered a subject retriever but resistance was encountered while advancing the subject retriever in microcatheter. Tried to deliver it to the thrombus and then withdrew the microcatheter to deploy the subject retriever, and after waiting for 5 minutes, the subject retriever was not expanded as expected. The subject retriever was withdrawn, and it was found to be deformed. The subject retriever was replaced with another new retriever to continue the procedure successfully. There were no clinical consequences to the patient reported as a result of this event.

Event description:
It was reported that during one left mca (middle cerebral artery) acute occlusion procedure, when delivering the guider to the left ica (internal carotid artery) c1 tail, then delivered catalyst under the guiding of microcatheter and synchro guidewire to icac7. Flushed and delivered a subject retriever but resistance was encountered while advancing the subject retriever in microcatheter. Tried to deliver it to the thrombus and then withdrew the microcatheter to deploy the subject retriever, and after waiting for 5 minutes, the subject retriever was not expanded as expected. The subject retriever was withdrawn, and it was found to be deformed. The subject retriever was replaced with another new retriever to continue the procedure successfully. There were no clinical consequences to the patient reported as a result of this event.

Manufacturer narrative:
The subject device is unavailable to manufacturer.